Event description:
It was reported that following an abdominoplasty procedure a small metal ring that was attached to the sprint that holds the I-blade fell off. They describe that the force to fire the knife increased during the procedure and it was hard to fire the knife to the distal end. Additional info is that during this kind of procedure the surgeon takes very large bites of tissue and that combined with high compression within the jaws puts the instrument and the jaws/I-blade to its max. No patient consequences reported. Everything went ok and they could complete the surgery. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the upper distal rollers damaged. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.